Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in and inquired about a patient's right ventricular (rv) lead. An alert had triggered for low rv tip-to-rv-coil lead impedance when the impedance fell below the programmed lower alert threshold. Follow up was completed and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.